Event description:
Complainant alleged that attempting to defibrillate a patient, the device would not discharge. The nurse then tried a different approach, she put one paddle directly over the sternum electrode and the other paddle just below the apex electrode and successfully delivered two shocks then on the third shock a flash occurred under the apex paddle which ignited the oxygen and the victim's left arm sleeve. Clinician obtained another device to continue treating the patient. Patient subsequently expired.